Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation revision surgery with implantation of a 550cc mentor memorygel breast implant prosthesis. Post-operatively, the patient had her incisions from the breast implant surgery reopen during her wedding event. Mentor was not provided with information regarding a solution or intervention performed to remedy the situation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Refer to manufacturing report number 1645337-2022-01021 for the contralateral event.